Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of during the declot procedure they removed the catheter and noticed that the tip started to detach from the basket was confirmed. The customer returned one 5 fr ptd catheter assembly. The assembly was returned with the basket deployed from the sheath and the entire black tip remained attached to the basket assembly. Microscopic examination revealed that a hole was created in the black tip at the gate. The hole was measured at 2.0 mm from the proximal end of the tip. The distal end of the connector was not protruding from the hole but when the tip is bent back the end of the distal connector is exposed. The tip and connector assembly length measured 0.5433" which meets the length specification per the connector assembly graphic (0.5156-0.5626"). The entire tip remained attached to the basket assembly but it was damaged. No other defects or damage were observed with the catheter or the basket. The IFU for this product, provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns the user that the rotating basket is to be withdrawn in the deployed other remarks: position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. A device history record review was performed and did not reveal any manufacturing related issues. Based on the damage observed and the time of discovery, operational context appears to have caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was using the ptd inside of a native vessel in the patient's arm. After several attempts, he advanced the ptd (not while firing) and noticed something strange with the tip of the device. When it was removed to clean, the tach noticed that the ptd tip was starting to detach at the base of the basket where it joins with the black tip. As a result, they exchanged the ptd for a new one and completed the procedure successfully. There was no delay in treatment and no patient death or complications reported.